Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician confirmed the reported issue. Resolution and disposition: cpu (central processing unit) pcba (printed circuit board) was replaced.

Event description:
The international customer reported that the v60 unit did not turn on, led was lit, but airflow was not delivered and the screen did not turn on. There was no patient involvement.

Manufacturer narrative:
The cpu board was returned to the vent manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination. The cpu board was installed in a test ventilator in an attempt to duplicate the reported problem of vent power led did activate but the unit did not turn on. The unit was attempted to be booted up, but a red alarm led activated and the unit did not boot up. Cpu board was removed from the test vent. Troubleshooting identified failure of the flash ic u1. The address bus was locked up at pins 10, 11, 26, and 27 with a constant output of 5 volts. The flash ic u1 was removed and replaced. Cpu board was reinstalled into the test vent. The test vent booted up into the diagnostic mode, delivered breaths and operated without errors or failures. The root cause for the customer's problem was related to failure of flash ic u1 (address bus was locked up at pins 10, 11, 26, and 27).